Manufacturer narrative:
One lighttrail 230m single-use laser fiber was returned for evaluation. Visual analysis revealed that the exposed glass tip measures approximately 6.0 mm and appears unused. Additional examination under magnification confirmed that the tip was unused. Functional analysis revealed that the user message "please dispose of applicator after usage" appeared on the console after attaching the fiber. This indicated that the console recognized the fiber and that the single use fiber has not been used. The aiming beam was bright, clear and round with effective transmission of 88%. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 31, 2017 that a lighttrail single use 230m laser fiber was used during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant during the procedure, the tip of the laser fiber broke off inside the patient while lasering the stone. The detached tip was difficult to retrieve but was successfully removed from the patient. The procedure was completed with another lighttrail single use 230m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. July 18, 2017 corrected event received: according to the complainant during the procedure, the laser fiber was not recognized by the laser console. The procedure was completed with another lighttrail single use 230m laser fiber.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 230 um laser fiber was used during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant during the procedure, the tip of the laser fiber broke off inside the patient while lasering the stone. The detached tip was difficult to retrieve but was successfully removed from the patient. The procedure was completed with another lighttrail single use 230 um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.